Manufacturer narrative:
This MDR is the result of an investigation finding: the complaint of a damaged catheter was confirmed; however, the root cause could not be determined. It was reported that the catheter could not be detached from the needle. Attempts to loosen the catheter from the needle revealed that the needle moved freely within the catheter. Tip adhesion did not appear to be a contributing factor. A microscopic examination revealed the needle protruding through the IV catheter tubing near the tip. The observed damage was likely a contributing factor to the reported issue as this would constrain the catheter to the needle. Due to the evidence of use, the damage may have occurred during the insertion process; however, the root cause could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte autoguard needle pierced the catheter (investigation finding). The following information was provided by the initial reporter: the catheter could not be detached from the needle.